Manufacturer narrative:
The device was not sequestered by the customer. No failure investigation was performed; however, no failure of the device is believed to have occurred. The customer was informed that the device is neither designed nor intended to detect infiltrations and will not alarm under infiltration conditions.

Event description:
Per carefusion clinical consultant who visited the customer, the total vtbi of the taxotere was 275-300ml. The patient developed cellulitis but continues to recover.

Event description:
Upon completion of a taxotere infusion the nurse noticed the patients left upper arm was swollen and hard to the touch. The nurse had expected that the pump would alarm for occlusion. The patient was admitted overnight for observation and was treated with topical cooling and elevation of the arm and was discharged the next day.

Manufacturer narrative:
The device was not sequestered by the customer. No failure investigation was performed; the customer was informed that the device is neither designed nor intended to detect infiltrations and will not alarm under infiltration conditions.